Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid via an implantable pump. The patient reported that he has severe discomfort from this pump that was ruining their life. The pump was located in the patient¿s flank area. The environmental, external or patient factors that may have led or contributed to the issue was the pump was located in the flank are which has a lot less room for the pump than the typical abdominal placement. Additionally, it was uncomfortable to lean/lay on. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was it was discussed the possibility of moving the pump to their abdomen but the patient stated he just wanted it out so he can see what life without the pump was like. The company representative contacted the managing physician and got the patient scheduled for a consult. The issue was not resolved at the time of the report. Additional information was received on 15-oct-2021 from the consumer who reported that the patient¿s pain was coming from the pain pump that started about 3 weeks ago. Per the patient¿s wife, the patient was in the hospital due to the pain. They have run a CT scan and did not show the pump hitting bone. The patient¿s pump was implanted in the back, not the abdomen. The reporter wanted to know what to do and was redirected back to the healthcare provider.

Event description:
Additional information received from a healthcare provider (hcp) reported the patient's catheter was occluded and did not permit cerebral spinal fluid aspiration. It was noted there was a cerebral spinal fluid fistula present. The mr thoracolumbar spine showed concern for osteomyelitis/discitis at t10-12 with epidural phlegmon. The patient's catheter tip was about at the thoracic 10. Neurosurgery spine was also asked to evaluate the patient for thoracic osteomyelitis. The hcp performed thoracic 11-12 laminectomies for spinal cord decompression and removal of the epidural abscess. The pump and catheter were both removed.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative which indicated that the pump was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis determined that the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that a catheter dye study was conducted on (B)(6) 2021 and the catheter could not be aspirated. A catheter exploration/revision surgery was scheduled for (B)(6) 2021. The reporter was called by the surgeon on (B)(6) 2021 and notified that the patient had an infection and would be explanted as a result. It was noted that the patient had been an inpatient for over a week now because he tried to commit suicide with a full bottle of vicodin. His wife and the surgeon had decided to revise the pump/catheter as needed but he was on blood thinners. While waiting for the blood thinners to work out of his system, they detected the infection.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial# (B)(6); implanted: (B)(6) 2020; product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot# (B)(6); ubd 2021-10-11, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.